Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system emitted beep tones due to high out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring 131 ohms. The patient's rv lead was a non-boston scientific product. The upper limit oor alert was reprogrammed to 150 ohms, and the physician will continue to monitor the patient/system. This ICD system remains in service. No adverse patient effects were reported. Additional information was received which indicated high oor shock impedances continued to be observed. Boston scientific technical services (ts) recommended evaluating the rv lead. Subsequently, a revision procedure was performed. The non-boston scientific rv lead and adapter were replaced. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system emitted beep tones due to high out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring 131 ohms. The patient's rv lead was a non-boston scientific product. The upper limit oor alert was reprogrammed to 150 ohms, and the physician will continue to monitor the patient/system. This ICD system remains in service. No adverse patient effects were reported.